Event description:
It was reported that a user experienced hypoglycemia after being without continuous glucose monitor (cgm) data for several hours due to sensor detachment, did not enter fingerstick values during that gap. Then attached a new sensor and announced a meal, followed by another meal announcement that likely overestimated carbohydrates, resulting in a blood glucose of 55 mg/dl. Symptoms included low blood glucose and disorientation. Outcomes included self-treatment with oral carbohydrates, specifically two glucose tablets and approximately four ounces of orange juice, with subsequent improvement as evidenced by a fingerstick of 105 mg/dl at the time of the call. Investigation included user interview, review of use sequence, and troubleshooting and education on meal announcements and verification of carbohydrate amounts. Investigation of this case revealed user-dependent factors including loss of cgm input, absence of interim fingerstick entries, and probable overestimation of meal carbohydrates leading to excess insulin delivery. It was concluded that the event was attributable to use-related factors rather than a device malfunction.